Manufacturer narrative:
This report is submitted on april 12, 2022.

Event description:
Per the clinic, the patient experienced wound dehiscence and an extrusion of the implant. It was also reported that there is an infection at the implant site and the patient was subsequently treated with antibiotics (specific type, date and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.